Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v998463, implanted: (B)(6) 2012, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the reporter wanted assistance to troubleshoot impedances. It was noted that the patient's therapy had been a " miserable failure" since implant. The patient was programmed c+, 0-, 1- when she came into the office today. Tech services recommended using simpler programming for a while to see if patient responds. They tested with patient and the patient could feel stimulation in the correct area at c+, 1- and c+, 0-. The patient came into the office with trouble using patient programmer. The patient was helped with that but ran into the issue as noted. It was reviewed the use of exhaustive impedance check. The patient hadn't had good therapy since implant. Impedances showed: c,0 614 ohms c,1 1087 ohms c,2 1087 ohms c,3 1087 ohms 0,1 1122 ohms 0,2 1160 ohms 0,3 2041 ohms 1,2 2166 ohms 1,3 2166 ohms 2,3 >4000 ohms caller tried c+, 0- at 3.7 v and pt. Felt in bicycle seat area. Caller tried c+, 1- at 3.6v and pt. Felt in bicycle seat area. If additional information is received, a follow up report will be sent.

Event description:
It was later reported that the patient noted her stimulator was not working. The patient had a bad experience. The stimulator had not helped since implant. The patient was still on oral medication. (Oxybutynin ER 15 mg). The patient was turned over to a np (nurse practitioner) and the np tried reprogramming. The patient did not have a current device managing physician. The patient's bladder issues had increasingly gotten worse and were far worse than before the implant. The patient had an ultrasound and it showed that her wires were crossed. The patient had not had the device removed yet because she does not want to have major surgery. The patient discussed botox with a doctor but decided not to go forward with the botox or the vaginal mesh.

Event description:
It was later reported that the patient noted never having therapeutic effect. The patient stated, the device was a failure and she was better before the surgery. The patient wears 2 pads, and plastic pants, and depends and her life is so miserable. Her device had bothered her blood pressure. Patient stated the surgery but weren't doing anything for her. They determined the leads were crossed last fall. The patient went to another doctor but had not done much for him either. The patient didn't know whether to have it removed or not. The patient stated, she cannot go anywhere. The patient noted it vibrates like its supposed to and has no pain but it doesn't work. The patient tried another physician that tried different programs and nothing improved so she tried a different doctor that was having her do some kegel exercises but they had not gotten back to her. The patient was hoping for improvement 2 years ago. The patient didn't know where the fluid comes from because, she doesn't drink that much. The patient stated, she is normally a happy person. The patient asked if some patients had the interstim not work for them. The patient asked if they had it removed. The patient stated it's also difficult to use the programmer without being able to see the screen with the implant being in her back. The patient's heart doctor doesn't want her going through surgery again. The patient was hoping for improvement but had gotten worse each time.

Event description:
It was reported the patient still never had therapeutic effect. They were miserable and had nothing but unhappiness. The patient sometimes leaked a lot, far worse than before the implant. They had tried different programs, but they did not help. The patient said the leakage came ¿from the bones,¿ and they had shrunk six inches and lost weight. The patient was taking oxybutynin and that was also not helping. Nothing was working for the patient. The stimulator would not connect with the programmer. Their blood pressure was shooting up to 200.